Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2009; 5076-45, lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and noise. It was noted that the patient had a bad fall a few months prior. Testing options were discussed and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.